Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. During procedure, the lead was hooked into the new device and was observed that the right ventricular lead exhibited high pacing lead impedance and loss of capture. A fluoroscopy was performed and there was no fracture or any other abnormalities observed on the lead. The right ventricular lead was capped and replaced on (B)(6) 2018. The patient was in stable condition.